Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was used. There is no additional information.

Manufacturer narrative:
Evaluation summary: the device was returned the firing trigger jammed halfway, otherwise in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was damaged; no other anomalies were noted. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.